Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 10/22/2016, the reporter contacted animas, alleging a other (unusual issue) issue. The patient is unable to bolus from the menu she stated that it says contrast and throws her back to home screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: during investigation, there was no activity relating to the complaint observed in the black box or the pump histories. The up arrow button did not respond to pressure. All the other buttons were responsive to user presses. There was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts. The pump case was found to be cracked near the top right corner of the display. The bolus button was found to be punctured. The pump was opened and there was moisture damage found on the printed circuit board. The unresponsive keypad was due to moisture damage.